Event description:
Revision surgery performed on a margron-dtc hip replacement due to pt symptoms of anterior thigh pain and limp after a heavy fall. During revision surgery, it was noted that the stem had aseptically loosened. It was also noted that the pt was overweight, and this together with the fall is likely to have caused by a premature loosening of the femoral stem. Pt revised successfully using a larger margron-dtc stem.

Manufacturer narrative:
Primary surgery performed in 2006. Revision surgery performed on nine and a half months later due to pt symptoms of anterior thigh pain and limp after a heavy fall. During revision surgery, it was noted that the stem had aseptically loosened. It was also noted that the pt was overweight, and this condition together with the fall is likely to have contributed to the premature loosening of the femoral stem. Pt revised successfully using a larger margron-dtc stem. The event is being reported following a reassessment by portland orthopaedics. The reassessment was conducted after a trend regarding early revision rates with the margron device was observed by another country orthopaedic association in its 2007 national joint registry report. This observed trend and portland's initial analysis were previously reported to FDA in MDR no 9613642-2008-00001. As a precautionary measure, portland has taken the margron dtc system off the market in the u.s. Pending further evaluation of the device and events, except for cases in which margron-specific tools or components are necessary to perform revision of a margron implant.